Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. Two cases received at the same time from the same end customer regarding the same issue. We manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. We have received 20 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.98 kgf in average and 1.73 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 2.15 kgf in average and 1.85 kgf in minimum and fulfilled ep requirements. (Ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that there were two cases where the thread separated from the needle. It was during operations, on two different patients. There was no harm to the patients because the threads were separated from the needles before application, taking out of the package. The nurse took the next one, which was not separating. However, with the repeated incident, the operating nurse took out the box where the affected samples were and gave it to the senior nurse to forward to the manufacturer for evaluation. The mrf report number for the other case is: 3003639970-2022-00560.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k122734. If additional information becomes available a follow-up report will be submitted.